Event description:
It was reported that the patient underwent surgery on (B)(6) 2010 and mesh was placed into the patient's body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced severe pain, bladder pressure, urinary stress incontinence, uti, and feeling like her bladder is falling out. It was also reported that the patient underwent mesh revision/removal on (B)(6) 2011 due to severe pelvic pain. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh was implanted due to sui.

Manufacturer narrative:
It was reported that the patient underwent periurethral bulking injection and removal of vaginal scar/keloid on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02616. The same patient is represented in each medwatch.

Manufacturer narrative:
.